Event description:
The patient was revised because of dislocation of the humeral head.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states condition was corrected via stem version and larger eccentric head. Provided information also states the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.